Event description:
It was reported to the manufacturer that the vns pt was not doing well on (B)(6) 2010 and has been experiencing an increase in seizure activity. It is unk if the increase was above pre-vns baseline. The relationship between vns therapy and the increase is unk at this time. Good faith attempts to obtain additional information regrading this reported event have been unsuccessful to date.